Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While using the ankle arthodesis nail, the targeter (1806-3212) did not accurately target the proximal 200 m nail locking holes (tibia static and tibia dynamic). There was no problem with distal holes being targeted just proximal locking holes.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No non-conformity was identified. No corrective actions are required at this time.

Event description:
While using the ankle arthodesis nail, the targeter (1806-3212) did not accurately target the proximal 200 m nail locking holes (tibia static and tibia dynamic). There was no problem with distal holes being targeted just proximal locking holes.